Event description:
It was reported that the patient presented with onset of worsening chest pain and shortness of breath after pushing something heavy. Computed tomography angiography (cta) of the chest, abdomen and pelvis revealed an acute type "a" aortic dissection. On (B)(6) 2014, the patient underwent an open procedure involved repair of arch dissection using a 26mm dacron graft and an endovascular procedure to treat a descending thoracic aortic aneurysm with left subclavian artery using a conformable gore® tag® thoracic endoprosthesis (tgu343415/13033459). Reportedly, it was a transverse aortic arch graft dissection/aneurysm repair (hemi-arch). On (B)(6) 2015, a proximal type I endoleak and aneurysm enlargement of 2-3 mm were identified. Reportedly, the cause of the endoleak is unknown, however, the physician believed this was due to patient anatomy. The physician stated there was no deficiency against the gore® tag® device. On, (B)(6) 2015, an additional procedure was performed whereby two conformable gore® tag® thoracic endoprostheses were implanted to treat the endoleak. The procedure was completed without further issue and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aneurysm expansion and reoperation.